Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an opticross. The telescope was found kinked. The impedance test shows an electrical open distal waveform between 0-10cm from the distal housing. The transducer level impedance test with the microprobe could not be performed due to the condition of the transducer/distal housing. The distal housing was found detached and the imaging window was found damaged (smashed).

Event description:
Reportable based on device analysis completed on 15apr2025. It was reported that visualization issue occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter was blackened, and the image could not be shown. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed distal housing was found detached and the imaging window was found damaged.